Event description:
The patient presented to the hospital with left middle cerebral artery (mca) stroke. The physician delivered the subject stent to the mca and passed the lesion. When the physician prepared to locate the stent based on the radio marker, the distal of the stent unexpectedly got deployed. Since the stent could not be collected, the physician completely deployed the stent and it was found that the proximal of the stent could not cover the length of the lesion; therefore, the physician used another stent to cover the lesion and completed the procedure successfully. The patient condition was good post procedure. No clinical consequences were reported due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stabilizer was noted to be extended out from the distal end of the catheter and the stent had been deployed. The stent was not returned. The distal end of the catheter was noted to be flattened/crushed. Functional testing was not performed as the stent had been returned deployed. The distal taper tip was cut to facilitate removal of the stabilizer from the catheter for visual inspection, and the stabilizer was noted kinked/bent in the proximal end. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, continuous flush was set up and maintained throughout the clinical procedure, the patient's anatomy was severely tortuous. The device was returned, and it was found that the delivery catheter was flattened to the distal end, the stent stabilizer was kinked/bent, and the stent was returned in its deployed state, confirming the event. It is probable that the delivery catheter and the stabilizer were damaged during advancement through the patient¿s anatomy causing the reported premature stent deployment. An assignable cause of procedural factors will be assigned to the as reported issue stent deployed prematurely during use and to the analyzed issues stent deployed prematurely during use, stent delivery catheter flat/crushed and stent stabilizer kinked/bent, as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Manufacturer narrative:
The subject device not returned.

Event description:
The patient presented to the hospital with left middle cerebral artery (mca) stroke. The physician delivered the subject stent to the mca and passed the lesion. When the physician prepared to locate the stent based on the radio marker, the distal of the stent unexpectedly got deployed. Since the stent could not be collected, the physician completely deployed the stent and it was found that the proximal of the stent could not cover the length of the lesion; therefore, the physician used another stent to cover the lesion and completed the procedure successfully. The patient condition was good post procedure. No clinical consequences were reported due to this event.